Event description:
A potential product issue has been identified with our oncor impression plus linear accelerator. In the abundance of caution this issue is being reported. This complaint was filed by the preparer as performance complaint and the initial review by the dcu did not find any indication of safety relevance. However, the investigation revealed that it is a safety issue and was then determined to be reportable. Each time the user loads the pt from mosaiq (mq) 2.00 to the rtt, they find that the delta clipping and auto deploy options are missing from the imaging options. The user states that the source to image distance and monitor unit remain info. The user is not making edits to the demographics or fields in any way. The user is also not making edits to the treatment calender or beam order or any other known parameter that should cause this to happen. The user states they can load the pt from the mq to the rtt, acquire images and treat, close on the rtt and mq. Reload from the mq and the imaging parameters will be lost. This is occurring on every pt every time they are loaded.

Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical). There was no mistreatment or injury reported. If workflow edits performed on syngo rt therapist get lost without being noticed it may potentially happen that a manually planned pause is not applied and subsequently pts might be mistreated or injured by moving parts. Probability: c (remote). Case 1: b (improbable) - if the workflow edits are lost every time during loading the pt, the clinic staff will not rely on the existence of the workflow edits and will know that they have to perform the workflow edits every time. Case 2: c (remote) - if the workflow edits are lost, in rare situations the therapist may not notice. There are several emergency stop buttons installed to prevent injury to the pt by moving parts. There is a warning in the user manual, which describes, that the pt and treatment delivery should be carefully monitored during auto sequencing. Final root cause and subsequent corrective action are pending further investigations. No other products are concerned.